Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 received error 32056. The tse guided the customer to power cycle the system. The customer replied they had already power cycle and hard power cycle the system, but issue remained. The tse guided the customer to disable the arm. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the senior engineer stated the surgeon disable/discontinue an arm to complete the procedure. The error happened after the procedure completed. There was no injury to the patient. The hospital declined to provide answers to the following questions to protect patient privacy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found related to the reported problem. The unit was tested on an in-house system in normal mode where it triggered errors 32056 and 1123. During patient side cart fixture test platform (pftp) testing, the unit failed usm agc current, error log recorded errors 32056, 1123, axes controller, arm (aca) 3, p3=3 (pitch). After installing a known good pitch searchlight flat flex cable (ffc), the unit passed usm agc current. After the testing was complete, the pitch searchlight ffc was aba tested, and failure was replicated. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty flat flex cable causing communication issues in the usm axes controller.

Event description:
Refer to h11 for follow-up information.